Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0epeg10a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight as the customer's weight was not provided.

Event description:
The customer reported that within she obtained blood glucose readings of 105 mg/dl at 12:20 p.m. And 21 mg/dl at 12:22 p.m. On the contour next meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.